Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed an error code b30 (scope communication error). The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.